Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The blood glucose reading was 155 mg/dl. The customer state that when he changed the infusion set, the insulin pump did not show how much insulin was being pushed out and that insulin continued to be pushed out. He was unsure whether there were any significant events leading to the alarm, but he did report that he had an empty reservoir alert. He was unable to rewind the device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. Moisture damage was noted to the motor assembly. The insulin pump passed the displacement test. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.